Manufacturer narrative:
No critical structures were in the extra treatment field. The therapist compensated by giving one less boost field. Though misadministration did occur, the error was 4% and unlikely to cause serious injury. Although there was no reported injury in this case, the available info suggests a malfunction of the device may have occurred. Though still under investigation, varian has determined that an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
The issue as reported indicates that a non recorded session may have occurred, resulting in a pt receiving a higher total dose than what was planned. It was reported that the pt received 5200 cgy and the plan was for 5000 cgy. The site has indicated they will deliver one less boost fraction for compensation.